Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads came out of position and was "pulling a lot of output" from the cardiac resynchronization therapy pacemaker (crt-p) battery. The patient further noted that their crt-p would need to be replaced within the year and inquired if that was normal. The lead and the crt-p remain in use. No patient complications have been reported as a result of this event.